Manufacturer narrative:
Received one tunneler, tunneler sleeve and a piece of catheter still attached to the tunneler. The bioflo dialysis catheter was not returned for evaluation. As received, a piece of the catheter tubing was still attached to the tri ball tunneler. The tri-ball tunneler and catheter tubing contained bio-material. The distal end of the sleeve was damaged/deformed against the tapered area of the tunneler. The customer's reported complaint description of tunneler/sleeve/catheter connection issue (loose/detached) was confirmed based on evaluation of returned tunneler and sleeve. Although the complaint is confirmed, a root cause for the event cannot be established. The tunneler sleeve accessory is supplied to angiodynamics by the supplier martech. Scar004238 was sent to martech for DHR review of affected supplier lot. As per scar004238 results from martech, the DHR review showed no issues with the production paperwork. The tri-ball tunneler accessory is supplied to angiodynamics by the supplier disposable instrument. Scar004227 sent to the supplier, disposable instrument for DHR review of supplier lot. As per scar004227 results from disposable instruments. The DHR review showed no issues with the production paperwork. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the following is provided as a reference from dfu: warning: do not over-expand subcutaneous tissue during tunneling. Over-expansion may delay/prevent cuff in-growth. 6. Lead catheter into the tunnel gently. Do not pull or tug the catheter tubing. If resistance is encountered, further blunt dissection may facilitate insertion. Remove the catheter from the trocar with a slight twisting motion to avoid damage to the catheter. Precaution: do not pull tunneler out at an angle. Keep tunneler straight to prevent damage to catheter tip. Note: a tunnel with a wide gentle arc lessens the risk of kinking. The tunnel should be short enough to keep the y-hub of the catheter from entering the exit site, yet long enough to keep the cuff 2 cm (minimum) from the skin opening. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported an issue with a bioflo chronic dialysis catheter. During a procedure, the tunneler was coming unattached from the catheter. The procedure was completed with this device and there was no report of patient harm or adverse event by the end user. The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress.